Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('travelling parts of the broken product inside the body'), perforation ('organ tearing') and abdominal pain ('serious abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), abdominal pain (seriousness criterion medically significant), back pain ("back ache"), hypersensitivity ("allergy"), heavy menstrual bleeding ("heavy bleeding during periods") and mental disorder ("psychological problems"). The patient was treated with surgery (organ removal). Essure was removed. At the time of the report, the device breakage, perforation, abdominal pain, back pain, hypersensitivity, heavy menstrual bleeding and mental disorder outcome was unknown. The reporter considered abdominal pain, back pain, device breakage, heavy menstrual bleeding, hypersensitivity, mental disorder and perforation to be related to essure. The reporter commented: patient suffered moral damages. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-dec-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('travelling parts of the broken product inside the body'), perforation ('organ tearing') and abdominal pain ('serious abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), abdominal pain (seriousness criterion medically significant), back pain ("back ache"), hypersensitivity ("allergy"), heavy menstrual bleeding ("heavy bleeding during periods") and mental disorder ("psychological problems"). The patient was treated with surgery (organ removal). Essure was removed. At the time of the report, the device breakage, perforation, abdominal pain, back pain, hypersensitivity, heavy menstrual bleeding and mental disorder outcome was unknown. The reporter considered abdominal pain, back pain, device breakage, heavy menstrual bleeding, hypersensitivity, mental disorder and perforation to be related to essure. The reporter commented: patient suffered moral damages. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.